Event description:
The customer reported that during a device testing session, the device charged and delivered defibrillation energy successfully. After the delivery of energy, the screen stayed blacked out and the device was not responsive to any button selections and appeared locked up. The device user power cycled the device and once it powered back on, normal functionality was observed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control has performed an initial evaluation of the device.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
After additional evaluation of the device, physio-control has been able to verify the reported failure but has been unsuccessful in determining the cause of the reported failure. The customer has received a replacement device.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that during a device testing session, the device charged and delivered defibrillation energy successfully. After the delivery of energy, the screen stayed blacked out and the device was not responsive to any button selections and appeared locked up. The device user power cycled the device and once it powered back on, normal functionality was observed. There was no patient use associated with the reported failure.

Manufacturer narrative:
After additional investigation, the cause of the reported issue was determined to be the coding in the continuous waveform management software that does not correctly account for a specific corner condition, when the device remains on for greater than 72 hours. Specifically, the spo2 waveform buffering logic fails to account for a condition when patient data recording is terminated due to space considerations while the waveform display continues. A correction to the design of the device software will be made to eliminate the cause of this issue.